Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that the last basal delivery was one day after the event date and total daily deliveries matched the user¿s programmed basal rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidents. The pump¿s delivery accuracy was within specifications. The pump was manually suspended and resumed and it gave the proper audible and visual alerts. The investigation was unable to verify or duplicated the reported pump suspend issue.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a hyperglycemia event due to pump suspending. Reportedly, the patient¿s blood glucose (bg) reading was at 400 mg/dl with symptom of extreme thirst and no ketone level was provided. The patient did not report having received any treatment and the patient reportedly remained on pump therapy. Customer technical support reviewed the suspend history and the alarm history with the patient and did not find any evidence of inadvertent pump suspension by the user. The reported bg excursion did not meet the criteria for a serious hyperglycemia event. This complaint is being reported because the pump had suspended of unknown cause.